Event description:
Pt received CPAP machine in 2002 as a brand new unit. In 2004 the machine failed to operate. It displayed a "rotor locked" message. The manufacturer cited that it was due to a faulty pressure transducer.